Event description:
Customer reported high blood glucose levels but could not provide a specific value, only that it displayed as "high." Cause was not known. Customer took corrective action by administering a correction bolus via the pump and consulted with tandem technical support. Cts instructed customer on inspecting various hardware components, but no issues were found. Resolution involved advising the customer to consult a healthcare professional regarding the blood glucose levels and replace supplies as necessary.